Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source experienced image noise. The issue occurred during preparation for use for a diagnostic, gastroscopy procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Event description:
The issue occurred during preparation for use for a diagnostic gastroscopy procedure without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint image with noise was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.